Manufacturer narrative:
Initial reporter phone# (B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA # (B)(4).

Event description:
It was reported that underfill occurred with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter, "when performing the venipuncture to a patient the lilac tube does not fill completely, a new tube is used with which the same thing happens. The phlebotomist considers making a new puncture in another arm this time uses a tube from the same batch and the same thing happens. Takes a tube from another batch and it has filling without problems. Information received by email on 4/16/2019: the defective sample was not send to analysis due to the incorrect filling of the tube. The customer used another tube from a different batch to make the analysis. The samples was discarded."